Event description:
It was reported that array expansion was poor. A leveen superslip needle electrode was selected for use in a radio frequency ablation procedure to treat liver cancer. During deployment with the needle partly opened, it was noted that array expansion was poor. Another device was used to complete the procedure. No patient complications were reported.